Event description:
It was reported that the patient was experiencing non-sustained ventricular tachycardia (ns-vt) episodes that appears to be t-wave oversensing (twos) on the right ventricular (rv) lead. The physician continues to monitor the lead with the lead remaining in use. No patient complications have been reported as a result of this event.